Event description:
It was reported that during a device change out procedure, the physician had trouble inserting the chronic competitor lead into the device header. Multiple lubricants were tried but the all seemed to fail. It was noted that the set screw appeared to be stripped. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and the returned device found a set screw with a rounded socket. (B)(4).